Manufacturer narrative:
A follow up medwatch will be send after receiving further information. Additional information: the product mentioned under section d is a tubing set with reservoir and the included affected component has the contributing design function of the reservoir which is registered under 510 (k) : k102919.

Event description:
According to the customer: "temperature prove at venouse inlet is not tight. Air is constantly sucked into venous reservoir. They remove terperature probe and replace it with a plug from top of reservoir. Problem is not solved. It seems the problem is not the temperature probe, but the female ll in which the probe is inserted!?" It took place during patient treatment, no known consequences to the patient. (B)(4).